Manufacturer narrative:
Only hub with loose clear female luer fitting was returned for evaluation. Sample will be sent out to the sterilizer on the next available load for decontamination prior to physical evaluation. This type of incident was reported only by this institution, which uses the mps acacia extension set with the v-cath. Similar incidents (from hospital) were reported under mdrs #: 2925153-2006-16 and 2925153-2006-17. Both investigations concluded the follwing: the female luer fitting in the cathetert hub was damaged and pulled out when attempting to disconnect the mfs extension set. The mps extension set is poorly designed with a fixed luer nut that requires the male luer taper to rotate when attempting to unscrew the luer connection, causing the male luer of the extension set to stick tightly in the female luer of the catheter. The female luer fitting of the catheter has been in use for more than ten years with over half a million luer fittings in service without connection difficulties. Hospital has been using the 2fr v-cath since 1999 without prblems until now. Where the new extension set, mfs acacia, is introduced to be used with the v-cath.

Event description:
" Hub came apart with line charge. Old IV tubing removed, new IV tubing connected to hub. A few second later, nurse looked at patient to find apart inner piece of hub attached to new tubing.